Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot#: l61551, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 159.9 mcg/ml clonidine at a dose of 35.62 mcg/day and 40 mg/ml dilaudid at a dose of 8.9 mg/day via an implantable pump for malignant pain and spinal pain. It was reported that an inflammatory mass (im) was already diagnosed via magnetic resonance imaging (MRI) last week (as of (B)(6) 2017). The patient had experienced some paralysis, ¿but she was getting the feeling back so she was fine now¿. Treatment for the im was not performed/scheduled. They planned to remove the drug and put saline in the pump. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# l61551, implanted: (B)(6) 1999, product type: catheter. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that "about 4 years ago" the patient could not walk and the patient "had a problem with a mass or something in her back around where the leads go." The patient had surgery and they found "a problem with scar tissue from a previous surgery that had grown around her spinal cord choking it off." The healthcare provider (hcp) "scraped off as much scar tissue as he could with the belief that she may be able to walk again, but that did not come to pass." The consumer stated the hcp suggested pump removal, but the hcp instead put saline in the pump and turned it "down to the lowest possible setting," and decided not to use the pump again. It was reported the device was delivering dilaudid at the time of the event. No further complications were reported or anticipated.